Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a high heart rate and hypotension caused by inappropriate rate response pacing from their leadless implantable pulse generator (ipg) whilst they were lying down after a surgical procedure. Reprogramming occurred. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.